Manufacturer narrative:
H3- device evaluation: lens was returned in a micro-centrifuge vial with moisture on lens. Visual inspection found one of the haptics torn. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vicmo12.6, -10.50 diopter, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2020. On (B)(6) 2020. The lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.